Event description:
The user programmed the programming module and started an infusion of dopamine. User pressed "confirm" key and the pumping module shut down. User then replaced this pumping module, started over, and the same thing occurred. User replaced the programming module and problem occurred a third time. Finally, the user changed the tubing and the system worked. There was no patient consequence.